Event description:
It was reported that "something went wrong" with the patient's device. It was pushing up against his skin, there was a bump, and the patient had it replaced. Subsequent information received reported that the device was "wonderfully well" and it was changed for an unknown reason. It was no ted that the device worked perfectly and the patient was restored to a full life and always got urges to go to the bathroom. The patient had no problems. Further information received reported that although the patient felt the device worked very well and was voiding normally, the doctor thought it had to come out. It was noted that the patient had lost some weight. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Event description:
Additional information received reported the patient did not know why his device had "failed". It was clarified the patient thought his device was removed because he had lost weight.

Manufacturer narrative:
Product ID 3093-28, lot# v239744, implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).